Event description:
It was reported that during a routine trial lead pull, one of the leads fractured and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The event of lead broken, tip left in patient was reported to abbott. During a routine trial lead pull, one of the leads fractured and a portion of the lead remains implanted. The doctor elected to not remove the contact from the trial lead. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Corrected data: patient date of birth, patient sex and patient identifier have been corrected in this report.